Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) in the right atrial (ra) channel. The patient experienced a syncopal episode. Technical services (ts) was contacted and reviewed the available information. This crt-p remains in service. No adverse patient effects were reported.